Event description:
Caller indicated the advance meter was reading high. Pt was awakened by her husband. He tested her bg right away and she tested at 80. Then soon became very tired and weak. The ambulance was called and got there immediately. Her bg was 21. She was brought to the hospital.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification.